Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 215 mg/dl. Customer also reports to have a small crack near battery compartment. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.